Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02973 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, additional surgery and/or other injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.